Event description:
It was reported that he pt had received spinal anesthesia prior to system placement. Subsequently, the pt developed symptoms of paralysis affecting the lower limbs. The following day there have been no change to the pt's condition and both lead products were explanted. Results of MRI exam of the brain and spinal cord had revealed no abnormalities; the spinal cord had been completely intact. A week later, the pt became responsive; his condition had improved and the pt was ambulatory again. The physician had indicated to the field staff that the condition had been a conversion disorder. Add'l info has been requested from the physician. Refer to MFR report # 600153200802200.